Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported that the handset was lagging at 90% for about 45 minutes for at least six months. The agent reviewed data and walked the patient through deleting the data. The patient was able to connect to the pump without any lag and will call back if further assistance is needed. While on the call, the patient mentioned seeing service code 156 (application restarting due to system error). The agent reviewed and the patient was able to reset.